Event description:
It was reported that during a procedure for the excision of an acoustic neuroma ,the nerve integrity monitor (nim) was used to monitor the facial nerve. Electrodes were placed at m.orbicularis oris and m.orbicularis oculi. During nerve stimulation, there was no response from the nerve. Reportedly, the nim registered artifacts during the surgery. It was noted that anesthesia (diprivan / 2,6 diisopropylphenol) was administered. There were no clinical symptoms of nerve damage and no report of injury to the patient.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Device indications for use (IFU): the nim 3.0 is intended for locating and identifying cranial and peripheral motor and mixed motor-sensory nerves during surgery, including spinal cord and spinal nerve roots. Indications for nim 3.0 emg monitoring procedures include: intracranial, extracranial, intratemporal, extratemporal, neck dissections, thoracic surgeries, and upper and lower extremities. The IFU warns: if paralyzing anesthetic agents have been used, patient must regain muscle activity prior to use of the nim-pulse 3.0 emg monitor. Anesthetic agents used may have an effect on the emg amplitude. Any blank fields in this report are the result of information not being provided by the complainant or the user facility. This product is used for treatment purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.